Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. However, the insulin pump was received stuck in the motor error loop during bolus/basal delivery. The insulin pump was unable to confirmed error alarm due to several alarms in the history file. The insulin pump alarmed due to a corrupted history file. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with cracked case at display window corners, minor scratched lcd window and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during a bolus and basal. The insulin pump was exposed to a high magnetic field. The insulin pump alarmed motor error several times in the last 30 days. The insulin pump also alarmed motor position encoder error. The customer was unable to rewind the insulin pump. Customer's blood glucose level was 14 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.